Manufacturer narrative:
Section d9 was updated due to part return section h9: FDA 806 removal number 2024500-05-13-2025-001-r section h6 evaluation codes were updated due to analysis of part returned method code (annex b) remove b17 and add b01, b13 and b24 result code (annex c) remove c20 and add c02 and c13 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07003 and add g0201201 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ht70 ventilator generated a shutdown alarm and the ventilation stopped. Log review shows the evidence of loss of ventilation. The third-party service provider, tokibo (tkb), evaluated the unit and replaced the control board since the unit did not power on. The unit was informed to be functional after part replacement. One ht70 control board was returned to medtronic for analysis. A visual inspection of the returned board had thermal damage to c92 capacitor. If a failure of c92 capacitor occurs while in use on a patient, the ventilator response would be a loss of power/ventilation for the unit. The cause of the reported event was isolated to a faulty c92 capacitor on the control board. The ventilator is in the scope of a field corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ht70 ventilator generated a shutdown alarm and the ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without injury.